Event description:
It was reported that base was leaking and the label was ripped of the returned device. It was also reported that there was movement at the top of the returned device. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacturing. A product sample was received for evaluation. Visual inspection was performed. There were large cracks around the bolts on the reservoir cover and display was damaged. There were cracks on the enclosure underneath the drain fitting. The reported issue of leakage and physical damage was duplicated. The technician confirmed that the device was beyond repair due to age and condition of the device. The device will be scrapped as it is not economical to repair the device.the root cause of reported issue could not be determined with the provided information. D4 and g2 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).